Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was 27mg/dl. The customer's most current level was 135mg/dl. The customer was treated with IV of sugar. The customer was adviser to monitor the device and contact their healthcare provider.